Event description:
A home health care nurse reported that in 2000 the subject's blood glucose per the subject's surestep meter was 104 and 129 mg/dl. The subject was reported as weak and incoherent. The nurse called the paramedics. The subject's blood glucose per the paramedics' meter (brand unk) was 20 mg/dl. The subject was treated for hypoglycemia with IV glucose. A control solution test performed on the same day by the nurse indicated that the test strips were operating out of range. Subject does not routinely test their blood glucose.